Manufacturer narrative:
During failure analysis, the reported event of heat was duplicated during service evaluation. The device was found to have a deformed angle nut. A deformed angle nut (joint) can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the universal handpiece was overheating during the course of a procedure at the user facility. Irrigation was working correctly and was disseminated through a soft reservoir. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the universal handpiece was overheating during the course of a procedure at the user facility. Irrigation was working correctly and was disseminated through a soft reservoir. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.